Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Additionally, the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that there was high impedance, high thresholds and loss of capture on the right ventricular (rv) lead. The superior vena cava (svc) coils remain in use and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.